Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jul-2019 with the following findings: a review of the pump¿s alarm history showed cs 078 call service alarms. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.